Manufacturer narrative:
Customer indicated they have a proactive procedure implemented to verify unexpected results prior to reporting results outside the laboratory. The instrument is currently performing within qc specifications upon contact with the customer. Service was not dispatched for this event. A root cause for this event was not determined.

Event description:
Beckman coulter inc., (bci) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni results. Actual patient results were not supplied. The customer was asked to provide specific data; however, the customer declined to submit this information. The customer did not report effect to the patient or user attributed or connected to this event.